Event description:
Per the clinic, the patient was hospitalized on (B)(6), 2012, to treat an infection around the implant site. It was also reported that the patient was treated with IV antibiotics. Additional information has been requested, but has not been provided as of the date of this report, (B)(6), 2012. It is unknown if there are plans to explant the device and reimplant the patient with another device as of the date of this report.

Manufacturer narrative:
This report is filed (B)(4) 2012. Implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.